Event description:
The suture was used during a hernia repair procedure. Reportdly, the suture broke. The surgeon applied another suture to correct the condition. The hospital has reported no patient injury occurred.